Event description:
It was reported that one day post implant, the right atrial (ra) lead had high thresholds, no capture, and was sensing r-waves. An x-ray revealed that the (ra) lead had fallen out of the appendage and dislodged. During the lead repositioning it was noted that the lead had an outer insulation break and the wire or coil was exposed. The ra lead was extracted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the outer insulation breached cut. It was noted that the proximal conductor distorted and had blood/body fluid (not obstructed), the inner insulation was kinked buckled, there was blood in/on the helix/lobe mechanism, the lead stretched, and visual analyzed revealed the lead had apparent explant damage.